Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: inside of scope is loose and moving lens and blurry probable root cause: thermal destruction of epoxy improper epoxy/curing process laser welding failure use error the device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence h3 other text : 81.

Event description:
It was reported that there was blurry image.